Manufacturer narrative:
Other device involved in this event: bat220578 - battery / catalog number 1650de / expiration date: 07/31/2017 (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries is outlined. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that two of a patient's batteries were depleting in three hours. The batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
It was reported that the batteries would rapidly discharge. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries met specifications; the units passed visual examination and functional testing.  Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. No failure detected, the reported event could not be confirmed or duplicated. Other device involved in this event: (B)(4) - battery, (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.